Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Upon implanting a new lead, rep said all contacts associated with contact 2 showed >4000 ohms. The rep said they wiped the lead down and tested at higher values-pulse width (pw) and rate were increased and the healthcare provider (hcp) went up to 2.5v 300 microseconds-without any resolution. The caller said they then replaced the ins and the impedance issue on contact 2 was resolved. The account would like to have the ins cost covered by the manufacturing company. No patient symptoms were reported and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. The rep reported that the cause of the high impedance was that the ins had to be replaced and the issue was resolved.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.